Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was an increased high voltage lead impedance on the right ventricular (rv) lead. Reprogramming changes were recommended by technical support. Further information has been requested but is not available. The patient was stable with no consequences.